Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. The reporter alleged that the battery compartment was cracked, and the battery cap was unable to tighten onto the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/03/2015 with the following findings: there were pump reboots along with call service (cs 054) alarms observed in the black box. The battery cap was not returned, so a test cap was used and was able to fully tighten to the pump. The battery compartment was cracked. The pump was exercised for 24 hours with no reboots, loss of power or call service alarms duplicated. The pump case was removed and no evidence of moisture or loose components were observed inside. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).